Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent inadequate apposition occurred. The target lesion was located in the left anterior descending artery. After the lesion was observed with an intravascular ultrasound (ivus), a 20x2.50 promus premier¿ drug-eluting stent was deployed. During post ivus, it was noticed that the proximal edge of the stent was not apposed completely. Therefore, a 20mmx2.50mm nc quantum apex¿ balloon catheter was advanced for post dilation. However, the balloon catheter became stuck with the stent and could not cross the lesion. Then the physician engaged the guiding catheter coaxially, but the device still could not cross. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.